Manufacturer narrative:
H3, h6: the reported device was received for evaluation. It was determined the device contributed to the reported event. No containment or corrective actions are recommended at this time. A review of the device history records show there are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. A review of risk management files found that the reported failure was documented appropriately. Visual inspection of the customer provided pictures identifies the unit and shows a quantum unit without the power switched on providing no complaint related information. The warranty seal was peeled off; the unit was previously opened; the manufacturing date of the controller is (B)(6) 2020. No visible manufacturing abnormalities were found. After power-up of the controller shows the former revision 1.20. The quantum 2 controller was powered-up, using a foot pedal device and a test wand; no power output signal was measured as reported; fet q9 and q10 were measured and indicate low resistance (1.7ohms); q9/10 fets have been broken; no output was measured; an f4 hardware failure as reported was not indicated; the complaint of an f4 fault was not confirmed. The complaint of no output voltage was confirmed and the root cause is associated with a component failure. Factors, which could have contributed to the complaint event, include a power surge in the controller or failure of an internal component.

Manufacturer narrative:
Internal complaint reference case-(B)(4).

Event description:
It was reported that the quantum controller plasma host reports an error f4. It is unknown whether the event happened during surgery and if there was a patient involvement. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
The reported device, intended for use in treatment, was not returned to the designated complaint unit for independent evaluation, thus functional testing could not be performed. Visual inspection of the customer provided pictures identifies the unit and shows a quantum unit without the power switched on providing no complaint related information. A review of the device history records show there are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. A relationship, if any, between the subject device and the reported event could not be determined. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this evaluation will be reopened for investigation.